Event description:
The co has received notice from the UK director of an adverse event experienced with the use of the professionally dispensed hearing aid. The model is a songbird disposable digital hearing aid, s40 format with an 8mm tip. The co will use its quality system to analyze the product and circumstances of use and will put in place corrective action plans as indicated for songbird professionally dispensed line. This report is from a pt wearer who has been a binaural user of songbird since july 2003. Pt received their hearing care and hearing aids from a licensed practice. On an evening in 2004, the wearer removed their hearing aids, as is their normal practice, noting that the tip of the right aid was missing. They presumed it had fallen to the floor. Pt awoke during the night and felt something in their ear. By morning, their ear was throbbing which prompted them to seek medical care at hosp where a nurse found the tip had remained in their ear canal. The nurse unsuccessfully attempted to remove the tip with tweezers, but stopped when the pt became nauseous and dizzy. The pt was referred to hosp where pt went two days later. A second nurse again unsuccessfully attempted to remove the tip. A surgeon was called to examine the pt and stated that the tip would most probably need to be removed under general anesthesia and would re-examine the pt after 4 days after the pt completed a course of antibiotics. During a follow up examination, the attending physician indicated that there was still too much inflammation to remove the tip without either significant discomfort or general anesthesia. Director for songbird and a licensed hearing aid audiologist asked permission for and was given permission to contact the pt directly. He called to ask how pt was feeling and to go over the background of the problem. In observing the damaged songbird s40 8mm, he noted that the tip had come off at the end of the plastic hearing aid housing. There was no evidence of any other product defect. They then asked pt how pt cleans and fits their songbird hearing aids. Pt cleans the device with a tissue and uses the supplied cleaning tool on rare occasions to remove accumulated earwax and debris from the sound bore of the soft tip. Pt indicated that fitting the device to pt ear is fairly straightforward, and was advised by their attending hearing aid audiologist to "take it out and start again" if it were not correctly inserted as characterized by a condition of feedback. The dr observed pt fit a hearing aid in their left ear with no problem. The pt returned to the hosp and had the tip removed under general anesthesia. No surgical procedure was required. Pt was advised to rest for 10 days. No complications are anticipated. The co continues to follow their progress. The subject hearing aid and loose tip have been given to the dr and are being returned to the manufacturing site for analysis and possible corrective action. As of this date the hearing aid is in transit and has not been received. Receipt anticipated.